Event description:
It was reported that the system controller displayed a "replace backup battery" alarm. The initial backup battery was already reseated and then replaced. Therefore, this was the third such alarm on this controller. Log files were submitted for review and captured backup battery fault alarms beginning at 8:25 pm on 16mar2026. There were no other unusual events recorded in the log file event history. The system controller was exchanged and the alarm cleared.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.